Event description:
It was reported that device has a cracked reservoir tank cover, located on the top portion. Device did not leak. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed in poor condition and manufactured in 2013. Customer?s reported issue was verified. The root cause of the reported issue was determined. The water tank was damaged by external forces. Actions taken to mitigate the reported issue: the device was scrapped due to age and condition. D4: UDI information is unknown. E4: initial reporter also sent report to FDA is unknown. No information has been provided to date.